Event description:
It was reported that the reservoir was blocked during preoperative testing.

Manufacturer narrative:
The reservoir was patent and passed leak testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.